Manufacturer narrative:
The device was returned for evaluation. The reported suture separation was observed as link separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Fifteen sterile/unused devices were returned and successfully tested with no anomalies noted. As such, there is no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with five prostyle devices using the pre-close technique via a 6f sheath hole prior to a covered endovascular reconstruction of aortic bifurcation (cerab) interventional procedure. Reportedly, the suture was tattered upon pull back of the plunger [suture break]. This occurred with all five devices the sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and the cerab procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.